Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, air leaked from the devices in about 50 minutes. The aeroperitoneum could be kept at least. A 5mm intestinal forcipes, a 5mm abrasion forceps and a 10mm abrasion forceps were used. Mainly air leaked when a 5mm forceps was inserted and it was used as a port for assistance. Besides, air leaked when a forceps was removed. Abdominal air pressure was 10mm. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.